Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported balloon and tip separation was not confirmed due to the condition of the returned device; however, an inner/outer member separation in the distal shaft was noted. The reported failure to seal the perforation could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hypotension, embolism and death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. In this case, it is possible that the perforation was larger than expected, which contributed to the reported failure to seal; however, a conclusive cause cannot be determined. In addition, it is likely that part of the balloon material had separated with the tip during retraction of the device, thus confirming the noted inner/outer member separation in the distal shaft. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other vascular devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented for a staged percutaneous coronary intervention due to a non-st elevated myocardial infarction. The procedure was performed to treat a heavily calcified lesion in the left anterior descending coronary artery. The lesion was prepped with atherectomy and balloon angioplasty. A 2.25 x 38 mm xience sierra stent was implanted distally, and a 2.5 x 33 mm xience sierra stent was implanted proximally; however, following deployment of the 2.5 x 33 mm xience sierra stent, a perforation was noted. Unsuccessful attempts were made to seal the perforation with balloon tamponade and the patient¿s blood pressure started dropping, so a 2.8 x 19 mm graftmaster stent delivery system (sds) was attempted to be advanced, but the shaft kinked and the device was removed without issue. A second 2.8 x 19 mm graftmaster stent was advanced and successfully deployed. Pericardiocentesis was performed to treat the pericardial effusion. Following a non-abbott temporary ventricular assist device was placed and blood clots were noted in the proximal lad, in the graftmaster (due to undersizing) and likely in the proximal 2.5 x 33 mm xience sierra stent. Aspiration of the clots was successfully performed. Due to the heavy calcification, further balloon angioplasty was performed with multiple non-compliant balloon catheters at the site of the graftmaster. Post balloon angioplasty, another perforation was noted. A 4.0 x 19 mm graftmaster stent was deployed to treat this perforation; however, failed to seal the perforation. The balloon of the 4.0 x 19 mm graftmaster stent delivery system (sds) was deflated successfully, but on attempted removal with no reported resistance, it was noted that part of the balloon material had separated with the tip. Attempts to remove the tip of the sds were made with snare and forceps but this was unsuccessful. The balloon migrated to the aorta and the patient lost further pressure and arrested. Cardiopulmonary resuscitation was performed but the patient expired. No additional information was provided.